Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 12:09:19. During night drain cycle 4, the patient's ultrafiltration reading was 1356ml, indicating the home patient (hp) drained 1356ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This homechoice unit was manufactured at the (B)(4) facility. Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1356 ml during therapy initiated on (B)(6) 2011 at 12:09:19, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 12:09:19. Review of the event log revealed the cycle 4 drain was completed on (B)(6) 2011 at 21:48 and the user's actual drain volume during cycle 4 was 2672 ml. The actual drain volume of 2672 ml is 134% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.